Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4)., as a result of warning letter cms#(B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found normal wear and tear on device. Functional testing was performed by filling the reservoir with water, attached temp check, plugged in line cord, and turned on the power switch to perform safety/electrical testing. The reported problem could not be duplicated. Root cause could not be determined. No actions taken upon reported problem but heater replaced due to failed electrical safety test.

Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-390 is giving error code that unit is not full or to low when water level is full. No further information